Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: regarding e103, it has been confirmed that it was not reproduced from the attached files. Lamp may have deteriorated and temporarily occurred as a result of inadequate application of lamp heat compound. As for the fact that it cannot be set to standby mode, I guess that it became impossible to operate as e103 occurred. The inadequate application of lamp heat compound is presumed to have been due to inadequate application when lamp was replaced. The flashing of the front panel indicates that the connector on the front panel has been cracked or the scope socket has been damaged. Therefore, the scope could not be detected and this phenomenon might have occurred. In addition, these phenomena may have occurred due to aging degradation because the delivery date is 2012/10/11. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) a assisted the customer with troubleshooting. Tac inquired with the customer if an olympus lamp was being used; however, at the time call this information was not available. The customer reported that the lamp would come on but not switch to standby mode. The customer also, reported that the spare lap would not light and that the end user reported the front panel was blinking during the procedure. The customer attempted to reproduce the phenomenon but was unsuccessful. Tac and the customer determined that the unit should be returned for evaluation/repair. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿e103 error ¿ cannot switch to standby mode and cannot switch to white balance¿. Was not confirmed. The unit was tested and inspected and the ¿white balance¿ was found to function properly. However, heavy dust was found on the lamp housing fan. Also, the lamp had insufficient thermal grease which may cause overheating and the error code message to appear. In addition, the unit¿s front panel mouth was cracked and the non-olympus lamp life meter was reading at 200+hours. The unit¿s light intensity measured within range. A bad scope socket (locking mechanism not protecting the pins) was noted. The air pump was noted to be noisy; however, the fan was running ok when heavy dust was removed. The unit was equipped with an update main power switch. The cause of the unit's damage cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during unspecified procedure, an e103 ¿lamp error¿ message was observed. The intended procedure was completed with another cart. There was no patient injury.